Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: based on provided information, it has not been possible to conclude an exact root cause for this event. According to the event description, the device was advanced up to the thoracic area without issues. The advancement resistance appeared once the physician attempted to advance the complaint device through a pre-implanted device. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a female patient underwent tevar to treat saccular aneurysm after occurrence of type b dissection from epicentral lsa to abdominal lesion on (B)(6) 2015. The diameter of proximal neck of vessel was over 25 mm. The access (left fa) is 10 mm diameter and non tortuous vessel, therefore, the physician judged the patient's anatomical form was suitable for endovascular repair. Since there are the difference of diameter between proximal lesion and distal lesion of vessel due to type b dissection, the physician planned as the extension stentgraft is going to pile up from distal lesion of the vessel to proximal in a phased manner. The first device (esbe-30-80-t-pf) was placed as planned successfully to adjust the diameter of the vessel between stentgraft and aneurysm, however, the second device (tbe-36-77-pf) would not advance through the stentgraft which was placed in the patient body. Since the patient had developed type b dissection originally, he decided not to attempt to insert the device (tbe-36-77-pf) forcedly, so, he switched to another device, (tbe-40-81-pf) which was planned to place third and it was able to advance without problem. The physician had changed the plan as he implanted two device instead three device. Patient outcome: no adverse effect to the patient reported.